Manufacturer narrative:
A supplemental report will be upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) start button would not respond . No patient harm.

Event description:
N/a.

Manufacturer narrative:
Updated fields: (B)(6). A getinge field service engineer (fse) stated during clinical use, the trigger was changed and the start button was pressed, but the drive did not start. Other buttons respond, only the start button does not respond. But when he restarted it, it reacted and was able to start driving.